Event description:
Procedure type: c-section. According to the reporter: the needle tip broke off when suturing the uterus. They could not recover the needle tip. Used another suture. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).